Event description:
Customer reported that the insulin pump alarmed button error. Customer stated he could not clear the alarm; tried removing battery and the alarm resumed. Blood glucose value is 202 mg/dl. Customer was hiking and the insulin pump was in his pocket. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.